Event description:
It was reported that balloon rupture occurred. The patient underwent vascular access intervention therapy. The 90% stenosed target lesion was located in a shunt vessel. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, during first inflation at 6 atmospheres for 1 second, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. There were no patient complications nor injuries reported, and the patient was in good condition after the procedure.

Manufacturer narrative:
Initial reporter address: (B)(6).